Manufacturer narrative:
Complaint statement (B)(4): no samples (actual or unused) were received for evaluation. Received customer pictures. No batch number was provided. Unfortunately, without basic information, a thorough investigation is not possible. We forwarded the complaint and pictures to our supplier for their information. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer states they had a needle stick. Customer states it seems to either be cheaply made or have a manufacturing flaw. The safety slide on the device does not slide all the way over the exposed needle and presents a safety concern. The customer advised that this is the first documented case but they have several anecdotal cases. The phlebotomist heard the audible click when sliding the safety mechanism back to lock the device. It is unknown if the lock engaged on the device, the device was disposed of as it was contaminated with blood. They have the photo of the used needle but not the actual needle. They are awaiting a reply from the phlebotomy employee and manager regarding if unused samples of affected lot are available to return for evaluation.